Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was check vent: proximal pressure sensor auto-zero failed error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) reported that the error code occurred during service at the repair center. The fse replaced the 3rd and 4th solenoids to resolve the issue. The device was checked overall, cleaned, and passed running testing and functional testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced solenoid valves were returned to the philips product investigation lab (pil) for evaluation. A pil technician (tech) installed the returned parts into the pil test device and could not duplicate the alleged issue from the time of service. The returned solenoids operated without issue during operation on the pil test device, with the pil tech verifying that the pressure accuracy test passed. It has been concluded that no fault is found with the returned solenoids. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.